Event description:
It was reported that during a surgical procedure at the user facility the device jumped location displaying an improper location on the visual display used for guidance. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the device jumped location displaying an improper location on the visual display used for guidance. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.